Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was too low. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the attempted were unsuccessful. No additional patient or event information was available.